Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). (B)(6). Since the ssu could not provide a failure description, a trend search could not be performed. According to gfe ii (received on 2018-05-02): there is a follow up on the complaint, the customer has called back to have a service rep take a look at their unit but no service has been dispatched due to pending po#. According to gfe iii (received 2018-05-23): the customer still has not requested service on this complaint. The failure could not be confirmed due to missing problem description and missing service order. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since no malfunction was reported, no corrective action is needed.

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).

Event description:
(B)(4). It was reported that the patient expired on cardiohelp. The customer stated the patient was on the device for a long period of time, no exact date was given because it was unknown. The incident occurred on the week of (B)(6) 2018. No exact date was available. A problem description is not available, but the device will be checked by a field service technician.